Manufacturer narrative:
One device was received for evaluation. Visual inspection found that the tamper seal was removed, and there was evidence of fluid ingression. A review of the event history log revealed a system fault 41,100 alarm. Functional testing was unable to duplicate the reported problem. It was determined that the root cause was possibly due to the fluid ingression. To address the issue, the microprocessor unit board and latch lock flex strip circuitry were replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a pink screen with code 41541 3003 on it. Also had to pull battery pack out to shut it off. There was unknown patient involvement and unknown patient harm/adverse event reported.